Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer had elevated blood glucose (bg) levels (380 mg/dl). A manual injection was delivered to address elevated bg levels. Ultimately, customer was able to clear the alarms and resume insulin delivery.